Manufacturer narrative:
Light source clv-190 serial# (B)(4) was received for evaluation due to ¿the light source is burning up the scope guide light right after the procedure, charred/burned a portion of the scope¿. Visual inspection was performed and found no anomaly on the appearance of the device. The filters and lenses are in good alignment and positioned correctly. The device was able to detect the sp and gi endoscopes and the turret passed the operation check as designed filter would enter the optical path properly. The fan, the diaphragm blade and temperature sensor are functional. The light intensity appeared normal and passed the manual maximum reading value at 900 lux when checked with the test osb-2(light intensity measurement tool). The lamp counter reading is at 0 indicated that the xenon lamp is considered new. Based on the evaluation, the reported complaint was not duplicated. The lightsource passed the inspection.

Event description:
It was reported that the evis exera iii xenon light source clv-190 believe that it is burning the scope guide light. It was reported that right after the procedure, a charred/burned portion of the scope was observed. No patient harm or injury was reported due to the event.